Event description:
The customer reported that tube lasted less than a week and the seal around the balloon, used to inflate the cuff was giving way. A non-routine replacement of the tube was required.